Manufacturer narrative:
Initial reporter name and address: additional phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ak 96 device had a slow water leak from the bottom of the degassing chamber during patient treatment. The event was observed during the evaluation of the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; however, the device was evaluated on site by a qualified technician. Upon evaluation it was identified that the leak traveled to the remote panel arm connection causing damage to the remote panel arm cables, protect driver board and protect central processing unit (cpu) board. The reported condition of leak was verified. To resolve the issues, the qualified technician replaced the degassing chamber, remote panel arm cables, protect driver board, and protect cpu board and variable flow unit. The qualified technician performed a variable flow calibration twice and no further issues were found. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.